Event description:
It was reported the patient's paddle lead was placed on the wrong side when it was implanted on (B)(6) 2015. As a result, the patient underwent surgery to have the lead flipped over on (B)(6) 2015. Effective therapy was obtained after the surgery.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.